Event description:
The reamer had nearly broken the 1.2 kwire off and there were metal shavings in the seamer and in the bone. The reamer sent is still in a biohazard bag with metal shavings and defective kwire. The k-wire had been bent approx 13mm from the trochar point and the reamer had cut into the k-wire at the bend. There was no adverse consequence to the pt reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.